Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the housing and battery connector clip of the power module could not be confirmed. No product was returned for analysis, and no photos were submitted. Provided information indicated that the power module will not be returning, and the customer will dispose of it properly. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B, and heartmate 3 patient handbook, rev. B, are currently available. Section 2 of the IFU, entitled ¿setting up the power module (pm) prior to use¿ instructs users how to properly connect their internal backup battery, ¿the contacts should ¿snap¿ into place. Gently pull on the connection to make sure it is secure.¿ section 3 of the IFU, entitled ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. It also instructs users to send the power module for preventative maintenance, at least once every 12 months, which includes testing backup battery and backup battery- to streamline connection. The heartmate power module IFU (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that housing and battery connector clip of power module were broken. No patient involvement was reported.